Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "capsular contracture baker grade IV".

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV". This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6, d.1, d.2a, d.2b, d.4, h.4, h.6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV". This record is for the left side. The device was explanted.